Event description:
It was reported on (B)(6) 2016 that the patient has high lead impedance >10,000 ohms with no adverse events reported. The output current was set to zero. There was no reported trauma. Ap and lateral chest and neck x-rays were reviewed. It appears that the connector pins were fully inserted into the connector blocks. The filter feed-thru wires were intact. The generator appeared to be placed normally. The electrodes were placed normally on the nerve. A small portion of the lead was behind the generator, making the lead difficult to assess in this area. There were no apparent sharp angles or gross fractures of the lead that could be seen in the images given. Based on the images provided, the cause of the high impedance cannot be determined. However, the presence of a micro-fracture in the lead and fractures in the portion of the lead behind the generator cannot be ruled out.